Event description:
It was reported that the patient was having a severe abdominal pain and swelling. The patient was sent to the emergency department and was prescribed with pain medications. No further information has been obtained despite good faith efforts.